Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. Medical intervention was not specified. The device was returned to the third-party service center for evaluation. During servicing of the device, no evidence of foam degradation was observed. The device has been scrapped.